Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the progav 2.0, were determined. Permeability test: a permeability test has shown that all components have a blockag. Computer controlled test: due to the fact that both valves were blocked, no measurement could be carried out on the test bench. Adjustment test: the progav 2.0 was tested and is not adjustable. Raking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our examination results, we can determine that both valves are blocked and that the progav 2.0 cannot be adjusted. The deposits visible in the valves have led to the functional impairments. Deposits of natural substances found in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx643t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system showed an under-drainage and adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 3 years, 6 months. Weight: 16 kgs. Height: 105 cm. Gender: female.